Event description:
Information was received by a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that on (B)(6) 2017, the patient was unable to recharge their ins. The recharger screen was reported to be blank. It was later clarified that the recharger was charged but when the patient put the recharger antenna on their back where their ins is located, the recharger screen was still saying "it was unplugged". They tried a different power outlet without resolution. The green light on the dtc was confirmed to be on. The repair department noted the connector pins were broken. A replacement desktop charger (dtc), recharger antenna and recharger were sent to the patient but the issue had not resolved after they received the replacement devices. It was noted the patient was away from home and had to go through airport security; they kept screening the patient's recharging equipment and scanning the patient's body. It was also reported the patient had fallen a few times but the dates of when the falls had occurred was unknown. It was also reported the patient was always in pain, and the pain had started back in 2014, which is when they had a back surgery. Since the recharger, recharger antenna and the desktop charger had been replaced, the caller was redirected to have the ins checked by a doctor. Physician listings were sent to the patient since they were out of town and not near their pain management doctor. No further complications were reported or anticipated.